Manufacturer narrative:
Additional information: b5.

Event description:
New information states that the noise recreated with pocket manipulation. The lead was reprogrammed. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the lead. Patient was stable and would continue to be monitored.